Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the clear plastic mounting base was broken. Based on the investigation performed, the reported complaint was confirmed. A root cause for the breakage could not be determined.

Event description:
The customer alleges that when opening the package (in the clinical setting) the light pipe was broken. No patient injury or harm.

Event description:
The customer alleges that when opening the package (in the clinical setting) the light pipe was broken. No patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.